Event description:
The mti flowrider plus 1.5f flow directed micro catheter was used for infusion of liquid embolic material (onyx) during a bavm. The catheter was positioned within the bavm. 0.8cc of onyx was injected without any problem and the injection was stopped after a small reflux. Two minutes later, the injection was restarted, but did the onyx was not seen exiting the distal tip of the catheter. A leakage of onyx from the catheter was discovered. As a result, the p1 segment was occluded but without consequence due to a good posterior communicating artery.

Event description:
The m I flowrider plus 1.5f flow directed micro catheter was used or infusion of liquid embolic materia (onyx) during a bavm. 0.8cc of onyx was injected without any problem and the injection was stopped after a small reflux. Two minutes later the injection was restarted but the onyx was not seen exiting the tip of the catheter. A leakage of onyx from the catheter was discovered. As a result, the p1 segment was occluded, but without consequence due to a good posterior communicating artery.